Event description:
It was reported that an unspecified bd phaseal protector was damaged, but still operable. The following information was provided by the initial reporter: "it was reported that the protector is broken."

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Upon inspecting the product, the body of the protector is observed to be broken. Product is visually and functionally tested throughout manufacturing to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review could not be performed and additional retained samples could not be evaluated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified bd phaseal protector was damaged, but still operable. The following information was provided by the initial reporter: "it was reported that the protector is broken."